Manufacturer narrative:
(B)(4)

Event description:
It was reported that stent fracture outside patient occurred. An 8x47x75/ iliac 6f wallstent rp endoprosthesis was deployed on the table. However, it was noted that the stent was fractured. The device was not used and the procedure was completed with another of the same device. The patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: a photo image was received with this complaint identifying damage to a deployed stent. The returned stent was kinked, damaged and slightly stretched and displayed damage as per photo received with complaint. The delivery device was not returned for analysis. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined.

Event description:
It was reported that stent fracture outside patient occurred. An 8x47x75/ iliac 6f wallstent¿ rp endoprosthesis was deployed on the table. However, it was noted that the stent was fractured. The device was not used and the procedure was completed with another of the same device. The patient's status was stable.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that upon removing the device out of the box, it was noted that the device was the wrong size and was not used. However, the stent was deployed on the table due to the physician's curiosity. It was also noted that the stent deployed normally without any damage. The stent was then compressed between the physician's fingertips upon investigating the device.